Manufacturer narrative:
The customer reported that the patient was transferred to another ventilator with no harm.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected device and could not duplicate the reported condition. The ventilator passed all tests.

Event description:
It was reported that during patient use, the ventilator generated an error which rendered the device inoperative. It is unknown if there was any negative impact to the patient at the time of the event.